Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the hospital used the implant as intended, instruction and training had been carried out before the first use. Five pieces form 08.501.001.20s were not locked on sternum and then had to been removed. The locking head does not hold the band. This is report 2 of 5 for (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development event evaluation was performed. Based on the findings, we conclude that the three returned devices were reversed oriented closed after their placement peristernal. Therefore, the device body teeth could not interlock with the locking feature in the locking head. This also permanently deformed the locking feature. The additional damage as on the locking features were introduced most likely by using other instrument in the attempt to manipulate the broken locking feature in the locking head. The user removed the needles at the ¿bending point.¿ the technique guide shows that the needle should be removed medial to the needle with the cutter instrument of the system. The user used some large forceps or similar devices to hold the implants which damaged the devices side. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.